Event description:
Customer received a result of 20.9 mmol/l on the mobile and a result of 8.9 mmol/l on the aviva nano system within 10 minutes. On a different occasion the customer received a result of 22.2 mmol/l on the mobile and a result of 6.9 mmol/l on the aviva nano system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva nano system (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system.